Event description:
Had double lumen breast implants put in. In 2000 became extremely ill. Multiple problems of silicone toxicity. Fibromyalgia diagnosed, severe headaches, neurological problems, couldn't walk anymore, hearing affected, vision affected, migraines, memory problems, swelling in joints, pain in joints, hypothyroidism, fungus infections on feet, extreme, psychiatric disorders, feelings of suicide, depression, panic anxiety, irritable bowel, chronic constipation, later went to continuous diarrhea, radiating pain, cascading fibromyalgia pain, couldn't stand, seizures. Not until 2003, did pt realize it was the breast implants. Pt had them out. There were two bilateral extracapsular ruptures, intra and extracapsular ruptures. Pt still needs to find out if it is all out of them. Pt is permanently disabled as a result of this injury and receive disability for bipolar disorder, silicone toxicity and fibromyalgia.